Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon worked with a 5mm device in this trocar. Each time when they changed, the device streamed gas out of the valve. It was audible and at the "insufflations apparatus" viewable. Another device was used to complete the procedure. There were no adverse consequences for the patient.